Event description:
The following information was originally reported on MDR # 2531779-2011-05983: the patient claimed that she was hospitalized for hyperglycemia on four different events, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, and (B)(6) 2011. Prior to each hospitalization, the patient allegedly was having issues with multiple occlusion alarms. Despite her diligence to closely monitor her blood glucose and to change out the infusion set and infusion site when the occlusion occurred, the patient subsequently was hospitalized and treated for dka for each event. The patient is currently on insulin injection via syringe since (B)(6) 2011. Her blood glucose reportedly is very stable when she managed his diabetes via syringe. During troubleshooting, the patient indicated that she diligently changes the infusion site when her blood glucose is consistently running high. The cannula was never found bent. There are no issues with scar tissue. The infusion site is changed every 2-3 days. It is not clear what could have contributed to the patient's alleged hyperglycemia on the 4 occasions. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The animas product is being returned for investigation. This complaint is being reported because the patient claimed she received medical intervention for hyperglycemia on 4 occasions while she managed her diabetes with the animas pump. This report is being sent as a correction, as the original report was for four hospitalizations against pump (B)(4). The hospitalizations for (B)(6) 2011 and (B)(6) 2011 occurred while the patient was using pump (B)(4); however the hospitalizations for (B)(6) 2010 and (B)(6) 2010 occurred while the patient was using pump (B)(4). A correction has been sent on MDR # 2531779-2011-05983. This report contains investigation results for pump (B)(4). This report is made based on corrected serial number information received on (B)(6) 2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that occlusion alarms had occurred which could not be duplicated during testing. A review of the pump history indicated that the occlusion alarms were associated with high force. During testing, and occlusion was induced and the pump emitted the appropriate audiovisual alerts. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. The pump was found to be alarming appropriately; there were no delivery issues observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.